Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lnq22 implantable cardiac monitor experienced a sensing issue, oversensing, electromagnetic interference, and noise during use. The device was initially implanted between the 4th and 5th intercostal space at a 45-degree angle. Oversensing was observed, and the device was repositioned in the same pocket parallel to the sternum, but the issue persisted with no improvement in oversensing and no available waveform. R wave measurement was .23mv, and p wave visibility was assessed. It was believed to be a device issue rather than related to implant location or patient activities. The physician requested a new device, which was placed in the same pocket at a 45-degree angle, resulting in p wave visibility and an r wave measurement of .23mv with no noise. The original device was rendered inactive and monitoring was discontinued. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: d¿6b-explanted date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.